Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged precock mechanism and nonconforming staple stack. The analysis results showed that one device was returned with the pre-cock mechanism damaged, causing the staple stack to become misaligned. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the pre-cock spring and ribs were noted to be damaged. This damage is consistent with the trigger being forced back to the open position causing the damage to the pre-cock spring and ribs. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the deployed staples were twisted and malformed at firing. Another device was used to complete the case. There were no adverse consequences to the patient.